Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Later reported "right side had no rupture." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued phone number e1: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side device rupture and capsular contracture, baker grade IV. Later reported "right side had no rupture." The device has been explanted and replaced with another manufacturer's device.